Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying an error 2 message. On (B)(4) 2014, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2014 at an unspecified time. The patient was taking metformin pills and byetta injection at the time and continued with her usual doses each day after the meter was not working. The patient did not have access to a back-up meter and therefore she was not testing at all due to the error 2 message and just reduced she food/drink consumption. The patient reported that she developed symptoms around (B)(6) 2014 of ¿sweating and shaking,¿ symptoms she associated with high blood glucose. She reported that she went to the hospital on the same day her symptoms developed at an unknown time. She reported that her blood glucose was tested using a hospital meter (brand unknown) and a result >500mg/dl¿ was obtained. The patient was treated with IV fluids and insulin. She said she was also given blood for an unknown reason. The patient was released from the hospital 1 week later. The patient reported that she still takes metformin but now has to take insulin as well. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia that required emergency medical treatment after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - 9/11/2014 device evaluation - the lay user/patients meter has been returned on 8/12/2014 and evaluated by lifescan product analysis on 8/13/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed: however a secondary issue was observed: the paint on the meter¿s casing was found to be damaged. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.